Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high pacing impedances greater than 2000 ohms on this right ventricular (rv) lead. However, impedances thereafter had been in the 400 ohms range. There were 26 non-sustained ventricular episodes with pauses up to seven seconds with the longest occurring during the night. The patient had received 4 unnecessary anti-tachycardia pacing events as well. This was a dependent patient; however, the patient denied any symptoms or adverse effects. Testing was done with oversensing noted at maximum output. As a result, the device was programmed to electrocautery mode and was admitted to the hospital for a lead revision.

Manufacturer narrative:
Ultimately, the rate/sense portion of the rv lead was surgically abandoned and a new lead implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.